Manufacturer narrative:
Medtronic evaluated the device and observed proper operation during function and performance testing. The device was then returned to the customer for use.

Event description:
Paramedics were called to a scene where the pt was found unconscious, cold to the touch, and purple in color. Reportedly the device charged but did not deliver energy through the quik combo therapy cable. The standard paddles were then used successfully to deliver therapy. A backup device was obtained and used for the remainder of the call. The pt was not resuscitated. The reporter stated that pt was not available candidate for defibrillation.